Event description:
Patient was revised to address loosening of the femoral component and infection, which were causing pain. (Left knee).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed

Manufacturer narrative:
This complaint is being rejected, as it has been confirmed to be a duplication of a prior complaint reported under 1818910-2012-15829. Depuy considers this investigation closed.